Event description:
It was reported that during an unknown procedure, stapler hasn`t merge the tissue. No consequences for the patient reported. To procedure completed physician used another one product the same type.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details for "stapler hasn`t merge the tissue"? Staples did not form. Did the device cut? Yes. If the device cut/fired, was the cut line complete? Cut line wasn¿t compete did the device staple? No. If the device stapled/fired, was the staple line complete? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Unformed. Did the device lock out and would not work? No. Could you please clarify if there were any patient consequences? New anastomosis could you please clarify if was any change in the post-operative care of the patient as a result of the event? Second contour used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.